Event description:
An implantable cardiac defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacturer's database indicated the patient died approximately eleven months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted at the connector. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.